Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A product recall has been initiated by the manufacturer and the reported product issue is being investigated by the manufacturer via a CAPA.

Event description:
A hemodialysis user facility has reported that during treatment, a blood leak occurred. The leak was visually observed exiting out of the crit-line blood chamber. The pt's estimated blood loss was not provided by the facility. Add'l attempts have been made to obtain the estimated blood loss with no add'l info provided. The pt had no adverse effects and no medical intervention was required. The pt completed treatment. Sample has been discarded by the facility.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow report will be filed upon completion of the investigation.